Event description:
During a laser lithotripsy procedure, the tip of the laser fiber became fused to the stone and broke off. The physician was able to locate the loose fiber still attached to the stone in the ureter and move the stone/laser fiber tip into the bladder where it would be passed through normal elimination. The stone/tip retrieval process added approx 30 minutes to the procedure, with no adverse effects experienced by the pt.